Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and a linear opening. A leak test was performed and was found one opening. A microscopic analysis identified a linear(smooth) opening on anterior side in the same location of crease assessed as fold(flaw) opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a smooth(crease) opening assessed as fold(flaw) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.